Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported a working channel failure. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
A user facility returned the olympus asset, slimline ureteroscope, to the olympus service center. Upon inspection and testing of the returned device, a working channel failure was observed. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
During inspection and testing the following was also found: loss of image or clarity due to seal failures at the eyepiece. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.